Event description:
Caller reported multiple instances of continuous glucose monitor error 42 with their pump, which occurred three or more times. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to return the problematic pump and was sent a replacement pump with updated software. Technical support provided instructions on storage mode and return process, and the caller acknowledged and understood these steps.